Manufacturer narrative:
Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 3006705815-2020-33408. It was reported that the patient was not receiving effective therapy after having a fall. As a result, the leads were explanted on (B)(6) 2020.

Manufacturer narrative:
Corrected data d7 explant date corrected to (B)(6) 2020 instaed of (B)(6) 2020.

Event description:
Additional information received stated that the system was explanted on (B)(6) 2020, not (B)(6) 2020.